Event description:
It was reported that during a thoracic procedure, the device would not open. A second device was used to excise the first device from the tissue. The case was completed with micro sutures. There was no pt consequence.